Event description:
On (B)(6) 2018, the patient¿s mother contacted lifescan (lfs) USA alleging that her daughter¿s onetouch verio flex meter displayed inaccurately high results compared to her feelings/normal results. The complaint was classified based on the customer service representative (csr) documentation. The mother of the patient alleged that the product issue began on (B)(6) 2018, at 6 pm. She reported that her daughter obtained an alleged inaccurate high blood glucose reading of ¿423 mg/dl¿ with the subject meter. Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine an inaccuracy. The mother informed the csr that her daughter manages her diabetes with insulin (self-adjuster). Immediately after her daughter obtained the alleged high reading of ¿423 mg/dl¿, they gave her 7.5 units of humalog insulin based on the reading. An hour after the issue occurred, the patient experienced a ¿low¿ and developed the symptoms of ¿dizziness, nausea and shakiness¿. The mother treated her daughter with juice. The mother claimed that they tested her daughter¿s blood glucose again after the symptoms started and obtained the same result of ¿423 mg/dl¿ on the subject meter. Around 7 pm they then tested on the father¿s meter and obtained a blood glucose result of ¿57 mg/dl¿. During troubleshooting, the csr confirmed that the patient¿s meter was set to the correct unit of measure, and the strips had not been open longer than the discard date, had not expired, and had been stored correctly. The csr was unable to confirm if the patient did have a control solution available to perform a quality control test. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event after taking an increased dose of insulin based on alleged inaccurate high results obtained with the subject meter.